Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164vwc ICD, implanted: (B)(6) 2007. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 12 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2015. The analysis of the device memory also indicated that the ventricular tachyarrhythmia therapy energy was low. There were 20 attempted shocks with less than 5j delivered energy on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) superior vena cava (svc) coil on the lead had displaced to the another right ventricular (rv) lead and the charge energy on the device for the appropriate shocks were delivered only partly, possibly due to a short circuit. The leads was damaged during explant. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress,the outer insulation of the lead was extrinsically breached due to a cut,analysis of the device memory indicated oversensing associated with the right ventricular lead,the ventricular tachyarrhythmia therapy energy was low. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst also noted:only a distal segment returned, heavy explant damage visible. Outer insulation is cut at 11.5cm from the distal end, explant damage. Rv exposed coil is stretched/distorted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.